Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the video connector socket failed and the brightness adjustment did not function (image was indistinguishable) due to incorrect settings of the processor. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility returned the olympus, model otv-s7v, visera video system center to olympus for repair due to a report of "dark image." Upon inspection and testing of the returned device, it was determined the video connector socket failed, the brightness adjustment did not function and the endoscopic image was indistinguishable. This report is submitted due to the video connector socket failure and the brightness adjustment malfunction. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the brightness adjustment failure was the settings of the processor. A likely cause of the video connector socket failure could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitted to provide additional information.